Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is cngcpw, serial number (B)(4), product code 82-5483. The valve is a precision valve with 3 dots. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested; no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was then pressure tested; the valve passed the test. Review of the history device records confirmed the valve product code 82-483 with lot cngcpw conformed to the specifications when released to stock. No root cause could be determined, as the problem reported by the customer could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
Vp shunt was implanted on patient with hydrocephalus on (B)(6) 2014 and removed on (B)(6) 2014. Vp shunt was replaced with a new one. Valves were reportedly not functioning correctly. No adverse event to patient.